Event description:
It was reported that the patients ipg was not holding a charge and there were three contacts out on the leads. No device malfunction was suspected. The patient underwent a replacement procedure and was doing well postoperatively. The explanted devices will not be returned due to hospital policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138500 model: sc-2138-50 serial: (B)(6). Batch: 127610/a10943.